Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from sorc, omsc surmised that these phenomena were attributed to the failure of the emergency lamp. The exact cause of the emergency lamp failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc was checked the subject device and found that the reported phenomenon was duplicated due to the failure of the emergency lamp, also found that both the examination lamp and the emergency lamp did not ignite due to failure of the emergency lamp. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the emergency lamp indicator on the front panel of the subject device blinked. The user replaced the emergency lamp with a new one, but the reported issue was not resolved. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.